Manufacturer narrative:
On (B)(6) 2021, the customer had another patient sample with questionable ggt-2 -glutamyltransferase results. The initial result was 69.2. U/l. The customer manually cleaned and wiped the probes and repeated the sample. The repeat results were 22.9 and 22.4 u/l. The sample was sent to another lab to be tested on a cobas c702 and the result was 22.9 u/l. It was not known if the questionable result was reported outside of the laboratory. The investigation did not identify a product problem.  The cause of the event could not be determined.  As the event appeared to be resolved after the customer cleaned the probe, contamination was the likely cause.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ggt-2 glutamyltransferase result from the cobas c 111 analyzer. The initial result was 110 u/l and the repeat results were 69 u/l and 20 u/l. The sample was sent to another laboratory and tested on a cobas c702 analyzer with a result of 23 u/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 55380901 with an expiration date of 31-jan-2022.